Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an episode of ventricular fibrillation (vf) which looked like a combination of polymorphic ventricular tachycardia (vt) and vf. The vf was undersensed and the cardiac resynchronization therapy defibrillator (crt-d) reportedly did not detect the rhythm and deliver a shock until approximately nine minutes later at which time the patient was likely already deceased. The cause of death was apparent vf. The last known status of the lead which senses in the right ventricle and the crt-d was that they remained in the patient. No further information was reported.